Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient¿s whole system including the pulse generator and leads was explanted due to endocarditis on (B)(6) 2017. The patient was administered antibiotics. A new system was successfully implanted on (B)(6) 2017 on the right side. The patient was in stable condition throughout.